Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The complaint device was returned to edwards for evaluation. The balloon on the returned delivery system was visually inspected. A longitudinal tear was observed on the balloon, scratches were observed near the tear line and a kink was noted on the flex shaft, likely due to shipping. The balloon revealed no surface defects such as fish eyes or gel spots (unmelted resin); foreign matter or other contamination. During dimensional testing, wall thickness of the balloon was measured and found within specification. During manufacturing, multiple inspections of the balloon and delivery system are in place, which make it unlikely that a manufacturing non-conformance on the balloon could have caused the rupture: the complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification) may have contributed to the event. Per the report received: ¿ there appeared to be a small ridge of calcium just superior to the left main coronary that caused the balloon to rupture as it came in contact with the calcium.¿ transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors [stj calcification] caused the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, the ascendra 3 delivery system balloon ruptured during valve inflation. There appeared to be a small ridge of calcium just superior to the left main coronary that caused the balloon to rupture as it came in contact with the calcium. The valve was fully inflated without complications; there was no central aortic insufficiency, paravalvular leak , or injury to the sinotubular junction [stj] or the aortic root. The delivery system was removed from the patient and no intervention was required. According to the reporter, the calcification in the stj caused the balloon to rupture. The patient tolerated all aspects of the procedure and left the cath lab in stable condition.

Manufacturer narrative:
Investigation of this event is ongoing.